Event description:
It was reported that the tubing of a clearlink system continu-flo solution set broke off at the topmost y-port closest to the bag. The tubing contained heparin and was not loaded into the pump at the time. This occurred while changing a heparin bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, e4, g2 (add source), h3, h6, h10, h11. Correction: d4 model #. H11: the actual device was received for evaluation. A visual inspection was performed which observed a separation between the assembly of the first y-site clearlink in the upstream part and the tubing. Solvent was applied around the circumference of the tubing; however, there was a potential for low insertion per the marks at the tubing and clearlink component. Dimensional testing was performed on the tubing and clearlink y-site housing and the device met specifications. The reported condition was verified. The cause of the condition was determined to be an improper assembly during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.